Event description:
A catheter fracture was reported. Per reporter the physician was doing ''a pump related procedure'' as of the date of this report. He was going to remove a ''cyst'' today at 7a.m. And discovered the catheter was severed. It was stated that the procedure was not done, but the catheter would be revised. Per another reporter the catheter was either fractured or was cut during a procedure the patient had to remove a cyst. It was stated that the patient did not have any symptoms following the catheter being cut. It was further stated that the catheter tip had migrated into the intrathecal space and was not recovered. The catheter was revised on (B)(6) 2012. Physician noted a 24 and 25 cm marker on the catheter, so ''24 cm of catheter broke off or was cut off''; a new section of catheter was added. Patient was doing fine. Drug delivered via the device was dilaudid.

Manufacturer narrative:
Catheter model: 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's catheter was accidently sheared during a spinal cyst removal. An x-ray was performed on (B)(6), 2012. The patient recovered without sequelae.